Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-15147. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, noise due to emi was found on both the patient's right atrial and right ventricular leads. It was noted that the emi event occured during an unrelated procedure on (B)(6) 2019. No intervention was performed or planned to be performed. The patient's condition was stable throughout the event.